Event description:
Tech alleged that the brakes would engage but the wheels turned slightly when the bed is pushed. No pt impact.

Manufacturer narrative:
The tech replaced the brake casters to resolve the issue.